Manufacturer narrative:
The exact date of event was not reported. Expiration date: lot 115813 is 04/2010 and lot 116010 is 05/2010. Device was implanted: date of implantation was not given. Mfg date: lot 115813 is 04/27/2007 and lot 116010 is 05/10/2007. The device was returned for investigation. Based on the condition of the returned product, the cause of the failure mode cannot be confirmed or reproduced. It cannot be determined what caused the device to become loose from the bone hole. Wing breakage is highly unusual, but when seen can be the result of deploying the anchor too shallow in the bone hole into the cortical surface, incorrect angle of insertion, and/or pt non-compliance with post-operative protocol (applying physical forces to the rotator cuff repair that is contraindicated). Without more detailed information, arthrocare is not able to confirm what caused the device to become loose from the bone hole.

Event description:
In 2008, a clinical incident involving a magnum2 knotless implant was reported to arthrocare corporation. It was reported that after an arthroscopic rotator cuff repair, one implant was explanted from a male pt. The original surgery was a rotator cuff repair performed arthroscopically (date not provided) wherein two magnum2 implants were used. Subsequent to the initial surgery, a secondary surgery was performed to remove one bone anchor that had come loose from its bone hole. The anchor that had pulled out was returned to arthrocare for evaluation.